Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, a loud sound was heard while firing into cooper's ligament to fixate the mesh, and the tacker could not be implanted. After the subsequent firing, the device stopped functioning properly. The tacker fell into the body but could not be located. A new tacker was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation noted that the trigger was actuated and the remaining eight tacks deployed but did not seat properly due to the disrupted timing. Handle was binding. It was reported that a loud sound was heard while firing into cooper's ligament to fixate the mesh, and the tacker did not be implanted. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may caused by an instrument that has been exposed to excessive force while applying tacks to a surface and the instrument removed before completing the handle squeeze. If a tack is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.